Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2195607 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was returned for review. Upon review of the image, the following impression was made: 1. The echotip procore biopsy needle was being used to perform an endoscopic biopsy of a pancreatic head mass. During the second round of sample acquisition a fanning technique was being deployed presumably by adjusting the curvature of the endoscope. During this fanning technique, the needle fractured with the fractured fragment remaining lodged in the pancreatic parenchyma. The complaint report states there was no kinking of the needle, however, there was also no discussion regarding any resistance encountered during advancement or retraction of the needle. 2. There were no images submitted for review demonstrating the biopsy approach and the angle of entry through the wall of the duodenum and the angle of exit from the endoscope. During the fanning technique, if the needle was advanced into the pancreatic head while the angle of the scope was adjusted dramatically, this could have resulted in abnormal forces placed on the shaft of the needle and potentially during rapid/repeated motions, this could have resulted in significant metal fatigue of the needle, contributing to the fracture. An alternative explanation would also include a potential manufacturing defect, but if this was the case, one would expect it to fail during the first biopsy, not the second. 3. The images demonstrate the 3cm fracture fragment of the biopsy needle oriented vertically adjacent to the l2 vertebral body. This fragment appears embedded in the pancreatic parenchyma on the CT images, however, given the limited images submitted to review, the relationship to adjacent structures is limited. Fortunately, structures in the retroperitoneum tend not to move much, so there is a low likelihood the retained fragment will cause any future issues. In addition, the patient may undergo a whipple procedure in the future, which would result in surgical en-bloc resection of this area, including the needle fragment. Without surgery, this needle fragment could not be removed. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to that during the fanning technique, the needle may have advanced into the pancreatic head while the angle of the scope was dramatically adjusted after first puncture, exerting abnormal forces on the needle shaft leading to the distal needle break. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer/rep testimony and based on the images provided for review. According to the initial report, a section of the device did remain inside the patient¿s body. Needle tip was not retrieved. The patient will undergo a whipple procedure in the future and needle will be removed in the same procedure. Investigation findings conclude that a possible root cause could be attributed to that during the fanning technique, the needle may have advanced into the pancreatic head while the angle of the scope was dramatically adjusted after first puncture, exerting abnormal forces on the needle shaft leading to the distal needle break. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jul-2025.

Event description:
Needle broke and got stuck in patient. "As per cc form": customer went to pick up the complaint product which unfortunately was disposed though. (Nobody knows who and why). As the needle does not change its position the patient will now have chemotherapy. The needle position will be controlled regularly. If then an or is possible they'll do a whipple procedure and remove the needle. There was no kink in the needle or any other defects. The needle was used without any trouble until the second puncture when they tried to fan. Target was the pancreas head, tumor size 3cm. A section of the device did remain inside the patient¿s body. Needle tip, not yet retrieved the patient did not require any additional procedures due to this occurrence. Additional procedure might be performed if required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? Yes, done. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: see picture which I sent to you. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.).pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 3cm. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No not yet , see mail. 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 17. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 18. If yes, please specify what was observed and where on the device it was observed. 19. What is the scope manufacturer and model number that was used? Duodenoscope olympus 190. 20. Was resistance felt while inserting the device through the scope? No. 21. Was the scope recently serviced / repaired? N/a. 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? While using / fanning. 23. Was the syringe used during the procedure, after the stylet was removed? N/a 24. Was difficulty experienced while retracting the needle? No. 25. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 26. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 27. Was the stylet partially removed when advancing the needle into the target site? No. 28. How many samples were obtained (passes completed) with this needle? One or two. 29. Did any section of the device detach inside the patient? Yes if yes, please specify: 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a.

Manufacturer narrative:
PMA/510(k): k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.